Event description:
Additional information was received indicating that the lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating that during an in clinic follow-up, an episode of noise was observed on the rv lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the noise observed on the rv lead resulted in oversensing. Provocative testing was performed and the lead noise was not reproduced. Externalized conductors had previously been confirmed. A replacement procedure is anticipated, however, no yet occurred. The patient was stable and will continue to be monitored.

Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a follow-up, diagnostic imaging confirmed there were externalized conductors on the right ventricular (rv) lead. No further intervention was performed at this time and the lead will continue to be monitored only. The patient was stable with no adverse consequences.